Event description:
It was reported that a high drain 105 (night drain cycle five) alarm occurred on the homechoice (hc) device during peritoneal dialysis therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. External and internal visual inspections were performed with no issues noted. The pneumatic system was checked and found to meet specifications. A simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed both functional and electrical rite. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed and identified a high drain volume 105 alarm. The reported condition was verified. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted